Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals that the instrument had damage to one of the inferior arms. One of the tips appeared to be bent. Except for this flaw, the instrument was in good condition. The prodisc-l system includes two large inserters and two medium inserters. The original part number for the medium inserter was sfw672r. This instrument in conjunction with the distractors and inlay pushers, inserts the inlay into the previously placed endplates. The appropriate drawings were reviewed for this instrument. In an effort to improve the instrument strength, the material for failed components was changed to custom components. An internal corrective action was opened to address this issue. The complaint history and risk analysis for this instrument were reviewed and showed that the hazards were adequately addressed. The design history file also includes a risk management report that addresses the moderate risk of the hazards. The disposition for this complaint from a design perspective is valid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation, visual inspection report stated that the inserter was in good condition but the tips were slightly bent. The inserter corresponds to the drawings and processes at the time of manufacture. The parts were checked 100 percent for function at the final inspection. Too much force was applied to the tips causing them to bend. The device is over 5 years old. This complaint is deemed invalid.

Event description:
It was reported that during a prodisc procedure they could not load prodisc-l inferior endplate onto the prodisc-l inserter for medium implants. It was reported that friction encountered on the two pins that engage the two holes on the inferior endplate, thus preventing the implant from fully seating on the inserter. The prodisc-l inferior plate implant is also being provided to allow for further investigation. On (B)(4) 2012 additional information was received stating that the surgeon was able to insert the implant using a sterile lubricant which he applied to the pins but it was extremely difficult to get the implant to seat properly. Event #1 of 3 for (B)(4).